Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the devices are not connecting. The customer got replacement pump and set it up last night and started on it and when she woke up blood glucose was 476mg/dl. She took shot and blood glucose was now in 200mg/dl range but wasn't sure what happened. Patient's blood glucose at time of incident was 476 mg/dl. Patient's current blood glucose was unknown. Customer states the drive support cap appears normal (slightly indented). They found meter ID was incorrect in pump corrected it. The customer will monitor the insulin pump. The insulin pump will not be returned for analysis.